Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the subject device had scope is not activating the pump. The event occurred during sedation (device outside patient) flex sig diagnostic procedure, which was completed using same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h4; h6 and h11. The device was not returned to olympus for inspection, and the reported failure was confirmed. Technical assistance center (tac) provided remote troubleshooting, and the customer reported #2 on the scope is not activating the pump like it is supposed to. While going over the cable the tech found the cable to be loose as soon as the customer tightened it the pump was activating from the scope. The issue has been resolved, and no further assistance is required from tac. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.